Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a low blood glucose approximately 6 months ago, and the paramedics were called. Blood glucose levels were at 20 mg/dl. The customer stated that the paramedics administered treatment, however the mode of treatment was unknown, as the customer could not recall. No additional information was provided.